Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was unresponsive and delayed in responding to touches. In addition, it was reported that the wake button was stuck and a stuck button alarm occurred. There was no reported impact to the customer's blood glucose level.